Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, during a follow-up appointment, it was suspected that the patient with this inflatable penile prosthesis (ipp) had an ongoing infection in the scrotal area. The device was removed and replaced. The type of infection has not been determined, and it is unknown if the device caused the infection. No additional patient complications were reported.

Event description:
It was reported that, during a follow-up appointment, it was suspected that the patient with this inflatable penile prosthesis (ipp) had an ongoing infection in the scrotal area. Therefore, the patient had the device removed and replaced. The type of infection has not been determined, and it is unknown if the infection was related to the procedure or the device. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were both visually and microscopically inspected, and underwent leak and pressure testing. Both passed all testing. The pump was also visually and microscopically inspected, and underwent leak and functional testing. The pump passed all testing. The reservoir was visually and microscopically inspected, and leak tested. Three leaks, consistent with explant damage, were found near the strain relief junction. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.